Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 612-613 mg/dl with moderate ketone levels. Customer administered a manual injection to address bg level. Reportedly, customer was vomiting. The customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.